Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there issues with the set screw on the lead; it was completely backed out and twisted under the grommet when the lead was repositioned; there was trouble realigning it in the connector block. Physician straightened out the lead and tightened it. Device still in use. No patient complications have been reported as a result of this event.